Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to noise with oversensing. No additional adverse patient effects were reported. Records indicate this lead will not be returned for analysis.